Event description:
A patient with complex medical history of failure to thrive, seizure disorder and gerd, gastroesophageal reflux disease, underwent laparoscopic nissen fundoplication, take down of existing gastrostomy tube and laparoscopic gastrostomy tube placement. During the procedure, it was reported that laparoscopic instrument was found to be defective when viewed via telescope during the surgical procedure. Instrument removed from service and sent to contracted company that repairs facility's equipment. Approximately 1 1/2 hrs later, it was reported that a scissors instrument was noted to have a small pin missing when removed from surgical site. Instrument sent to contracted repair company.